Event description:
The user facility reported that the keypad yoke control button cover fell from the handle of their alyon surgical lighting system into the sterile field. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.